Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 6.376 mg/day), naropin (8 mg/ml at 6.1007 mg/day), clonidine (375 mcg/ml at 239.09 mcg/day), and fentanyl (600 mcg/ml at 382.55 mcg/day) via an implantable infusion pump. The indication for use was chronic chest pain. It was reported that the patient has not responded to aggressive titration of the pump medication, continues to complain about an increase in pain level(4/10 on the analog pain scale) and has had several volume discrepancies over the past several months. A dye study and computed tomography of the lumbar spine were performed in the hcp office on (B)(6) 2018 and the catheter was found to be partially occluded; the return of cerebrospinal fluid was noted to be poor. The patient was reported to be alive with no injury and the issue was unresolved. The hcp changed the patient's dosing to flex dosing on (B)(6) 2018 and a catheter dye study was scheduled for (B)(6) 2018. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient underwent a catheter revision. It was reported that the catheter was unable to be aspirated; the hcp clipped the spinal segment and was able to then get good cerebrospinal fluid flow. The catheter was then connected at the spine and an attempt to re-aspirated was made with failure. The pump pocket was opened and a kink was found proximal to the connector, the catheter was clipped, a new pump segment was attached and confirmed to be patent. The patient's medication was reduced to 1 mg/day as a precaution since the patient had previously been receiving 6.99 mg/day. It was reported that the patient was doing well in post operation. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient returned to the office for a post operational appointment and was noted to be doing great. It was noted that the intravenous dose was down to 1ml/day with pain under control. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: product ID 8780 serial(B)(4) implanted: (B)(6)2017. Product type catheter medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that a catheter revision surgery was scheduled for (B)(6)2018, not a dye study. No further complications have been reported as a result of this event.